Manufacturer narrative:
Analysis confirmed that the device exhibited no telemetry function due to the battery being depleted to below end of service. When power was restored, it was found that the device had been detecting vf and charging for hv therapy. The battery depletion is normal. The device's functionality was tested on the automated test equipment; no anomalies were detected. The device is normal.

Event description:
It was difficult to interrogate the neurostimulator (ins) prior to implant. An error message was received on the physician programmer. The ins was not implanted. Additional information has been requested.

Event description:
It was reported that the device was in back-up vvi mode and could not be interrogated.